Manufacturer narrative:
The hill-rom technician found that the siderail latches were rusted. He replaced the latches to resolve the issue.

Event description:
Info received indicated the left siderails would not latch.